Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been experiencing multiple low flow alarms over the previous few days. The hospital staff encouraged the patient to drink more fluids and the diuretics were stopped. The patient called the hospital and stated that low speed operation alarms were noted and the low flow alarms continued. Upon review of the event history, it was noted that multiple low speed operation, low flow, pump off and driveline disconnect alarms were recorded. The patient denied that she or anyone disconnected the percutaneous lead. On (B)(6) 2015, the distal end of the percutaneous lead was replaced without incident. There were no unexpected pump stops during the repair. After the repair, the patient continued to experience pump stoppages while on battery power and when connected to the power module. It was reported that since most of the external driveline had been replaced, an internal issue is suspected. The patient is reportedly not a candidate for a heart transplant or pump exchange. On (B)(6) 2015, it was reported that the patient is still experiencing alarms. She has been asymptomatic. The patient¿s system controller was exchanged. The patient remains in the hospital and the hospital staff is discussing turning off the pump.

Manufacturer narrative:
The pump remains in use supporting the patient, and the replaced portion of the percutaneous lead was returned. The report of low speed/flow alarms and pump stop events can be confirmed based on the submitted log files; however, a specific cause for the alarms could not be conclusively determined. The five log files, two from before a portion of the percutaneous lead was replaced, and three from after the percutaneous lead replacement, all captured low speed/flow hazards and pump stop events while the patient was connected to the power module and on battery power. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log files are consistent with a compromised percutaneous lead; however, a specific cause for the events in the log file and a correlation to the evaluation of the returned portion of the percutaneous lead could not be determined. An electrical continuity test of the returned portion of percutaneous lead was conducted, and all of the wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the percutaneous lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 2 years and 1 month. The pump is still in use supporting the patient; however, the replaced portion of the driveline was returned to the manufacturer for evaluation. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.